Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing could not duplicate the reported issue. No action was taken.

Event description:
It was reported that the pump did not recognize the cassette. There was unknown patient involvement. No patient harm/adverse event was reported.